Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that use of the undersized 0.018" steelcore guide wire resulted in the noted kinked stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel mechanical jam, the reported activation/deployment failure/noted exposed stent implant. It should be noted the absolute pro self-expanding stent system instructions for use (IFU) states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that the procedure was to treat the left distal superficial femoral artery and proximal popliteal artery with no calcification or tortuosity. The absolute pro self expanding stent system (sess) was advanced to the lesion but upon attempting to deploy the stent, the device would not unlock and the thumbwheel would not turn. The stent completely failed to deploy. The device was removed and a new absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the stent implant was exposed 4 mm from the distal end of the sheath. No additional information was provided.